Event description:
Attempted to use balloon thermal ablation machine, with 3 different balloons with same lot #. Ramg IV. Gynecare technical assistance on phone for procedure with 2 balloons, each time had a different problem. 1) error I/o problem. 2) defect with balloon. 3) error or overheating temperature on machine; jumped around low to high procedure aborted. D&c completed.